Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the vessel sealer extend (vse) instrument initially worked, but when the surgeon engaged the instrument the second time no seal activity was observed. The system made the ¿activation¿ noise. Customer attempted to re-plug the instrument and reseat, but instrument would no longer seal but would cut the tissue. A backup instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter (robotics coordinator) and obtained the following additional information: the instrument was visually inspected prior to use with no signs of damage. The instrument worked as expected on the first attempt to seal with no noticeable issues. Upon attempting to seal and cut on the second use, the vse instrument made the audible indication that it was activated; however no visible signs was observed that it sealed the tissue. The instrument was removed and reseated but the issue remained the same. The surgeon used the cut option to cut the tissue, and the plug was checked to ensure proper cord seating. Although the audible indicator sounded, another attempt to seal the tissue was unsuccessful. The instrument was removed and replaced with another vse instrument. The instrument was only in use approximately 5 to 10 minutes prior to the issue and there were no errors noted. At the time of the event, an audible signal occurred while the surgeon activated the seal process. The audible cutting tone also occurred when the surgeon ultimately had to the cut the tissue. Customer noted three fast audible tones only occurred after the first seal cycle attempt. Upon activating the seal cycle subsequently, the three fast audible tones did not occur. The activation tone just kept sounding with no completion tone. The cycle was interrupted by the surgeon, and the tissue was re-clamped, and another seal cycle would ensue with the same result. The physician then cut the tissue, and sealed with the other available energy, which was thought to be the maryland bipolar forceps instrument. The target tissue was a fatty tissue with vessels. There were no tension noted just enough to expose the tissue. Furthermore, the tissue being clamped was not greater than 7 mm in diameter. Great attention was taken to ensure that the tissue being sealed was not excessive. There was no appearance of tissue calcification and the tissue was not exposed to any radiation or chemotherapy prior to procedure. Tissue effect was only observed on the first attempt to seal. However, subsequent seal cycles did not. The only evidence of the seal cycle in process was the audible sound. No smoke from the tissue, or tissue effect was noted. The instrument did not come into contact with any clips, suture, staples or other metal objects during procedure. The patient had no existing metal objects that were noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio-debris). The instrument was removed sterile from the new box, and placed on the back table away from other instruments and objects until which time it was passed onto the sterile field, plugged in, and immediately used. There was no blood loss noted as other energy instrument options were utilized until a replacement vse was provided. The surgeon voiced that he was not sure why the vse had an issue. A quick troubleshooting discussion was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the evaluation. Failure analysis investigations did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and the instrument passed the cut test. The knife slot was measured at 0.027¿ and the jaw gap verification passed at 0.004¿. No errors occurred during in-house testing. A review the system logs showed no failures. There was no problem detected. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or video clip submitted for review. A review of the instrument logs for the vessel sealer extend (part# 480422-01, serial#: (B)(4)) was performed. The instrument was last used on (B)(6) 2022 during a da vinci-assisted nephroureterectomy surgical procedure using system sk4463 with 0 use remaining. Instrument is single use. This complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.